Event description:
A medical doctor reported that fluidics were not available during a cataract with intraocular lens implant procedure. Following a delay of less than 15 minutes, the system was exchanged and the procedure completed with no pt harm.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).